Event description:
It was reported delivery stopped without any noticeable reason for it. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. There was no reported adverse impact.